Event description:
While the patient was undergoing a mini laparotomy/myomectomy, a small tear was noted in the omentum and the harrington retractor was noted to be defective due to a sharp end cover.